Event description:
It was reported that the lxmc14 was explanted on (B)(6). Patient implant in 2018. Patient was experiencing abdominal discomfort, specifically after eating meals over recent years. Diagnosed with mild esophagitis and small recurrence of hiatal hernia & scarring related to mesh (phasix) from previous surgery. Lxmc14 device appears in good condition (no migration/erosion).

Manufacturer narrative:
(B)(4). Date sent: 5/28/2026. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D6a: exact date is unk. Assumed first month of the year and first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact implant date? What is the lot number? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? What was the proximity of the mesh to the linx device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).date sent: 6/11/2026.investigation summary.a 14 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. A cut wire, bent wires and tooling marks were noted in some beads.overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.the device lot number is unknown; therefore, the device history record could not be reviewed.based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation.